Event description:
Pump malfunction system errors pt on nipride blood pressure increased to 170 systolic. New pump obtained. This was a post operative pt of one hour. No harm came to pt. Biomed was called stat.